Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was implanted into a patient on an unknown date. According to the complainant, the physician successfully implanted the ultraflex stent into the right bronchial tube. Two days later, the physician noted that the proximal end of the stent was not fully expanded. To date, no intervention has been performed to try and expand the stent, and it is unknown if any will be done. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient reported to be over 18 years of age. Since the complaint device remains implanted, it will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found. A root cause for the reported event could not be identified.